Event description:
A nurse reported four patients experienced inflammatory responses one day following cataract surgery. The patients were treated with medications and their prognosis is reported as "good." The surgeon does not know whether this device caused or contributed to these events. The facility is investigating multiple products used during the surgical procedure. This report is for one of these four patients and filed as manufacturer report number 3002037047-2008-00002. The other manufacturer report numbers are: MDR # 3002037047-2008-00001, 3002037047-2008-00003, and 3002037047-2008-00004.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. An unopened sample was received for evaluation. Retention and returned sample were tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.